Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a ''do not use'' icon. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including functionality testing without duplicating the report. Internal inspection of the device found no discrepancies. No accessories were returned as part of this investigation. The mode g board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend based on the outcome of this investigation, the device was capable of delivering therapy and the identified report is non-critical in nature. This should have not been reported as a result.